Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the tavi was completed. Reportedly post procedure, the knot of the two pre-placed sutures was advanced and tightened. Strong bleeding continued. Three other proglide devices were attempted but a cuff miss occurred with each. A sixth proglide device was attempted but it tore the vessel during step 1 while attempting to pull back against the vessel. A covered stent was used to treat the torn vessel. Hemostasis was achieved with the covered stent. While checking the devices after the procedure, it was noticed that three devices had a foot separation. The separated feet belonged to two of proglides with the cuff miss and the sixth proglide. One separated foot was removed from the puncture site by simply pulling it out manually (the white link was still attached to the foot). The location of the two other feet is unknown. An angiogram was taken of the vessels below the knee and the puncture site, and no issues were noticed. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported foot detachment could not be determined based on the returned device condition. Factors that contribute to foot detachment may include, but are not limited, to user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break. The patient effect of vascular injury (tissue injury) is listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.